Event description:
It was reported that the asymptomatic nondependent patient presented in the operation room for an implant procedure of new pacing system. The reported ventricular lead exhibited intermittent capture over the past few months, and reprogramming was not able to resolve the issue. The device was programmed to aair mode at the time. At some later time in the past few months, the right atrial lead exhibited noise which was oversensed. The oversensing caused inhibition of pacing. All other electrical measures of both leads were normal. Upon reviewing via chest x-ray, both leads were resting under the clavicle. A new single chamber system was implanted on the right side while the reported leads left untouched. The patient was stable before, during, and after the procedure.